Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain in the setting of a high impedance issue. Electrode 8 impedance and electrode 12 impedance were reported as greater than 40,000, and loss of stimulation was also reported. Troubleshooting was performed by reprogramming to avoid using the affected contacts. The issue was reported as resolved, and the patient had no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.